Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of incomplete boot, it booted to an error and the link electronic module (lem) board was replaced to resolve. It was further noted that the keyboard latch was broken. Per request the software was reloaded and tested. Additionally the lem was calibrated and the hard drive was reconfigured. (B)(4).

Event description:
It was reported that the programmer had a black screen during boot-up. It was further reported that the programmer was changed out. The reported programmer was returned for service. No patient complications have been reported as a result of this event.